Event description:
It was reported that during an unknown procedure the clip didn´t close. The surgeon could not clamp the vessel. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what shape were clips that didn't close? The clip closed and are apparently are fixed in the artery, however without enough compression. When the surgeon cut the artery the vessel was bleeding. I sent some samples of the clip and you can see that in the end the two sides are not parallel. Did clips that didn't close fall off vessel into patient? If so, were clips retrieved. The clip closed and are apparently are fixed in the artery, however without enough compression. There are some clips in the clip applier that return to you. What type of procedure was being performed? Cholecystectomy. Which firing of the device did this event occur on? The event occurred in the 4th firing. First the surgeon clamps the cystic and has the sensation that the clips are moving on it. What vessel or structure was the device fired on at the time of the event? The device clamps the cystic and apparently the artery however when it is cut bleeding. How was case completed? The case was completed when the surgeon use the el5ml.

Manufacturer narrative:
(B)(4). Additional information: what shape were clips that didn't close? The clip closed and are apparently are fixed in the artery, however without enough compression. When the surgeon cut the artery the vessel was bleeding. I sent some samples of the clip and you can see that in the end the two sides are not parallel. You will find two different clips, one from er320 and the other ones from el5ml. Did clips that didn't close fall off vessel into patient? If so, were clips retrieved. The clip closed and are apparently are fixed in the artery, however without enough compression. There are some clips in the clip applier that return to you. What type of procedure was being performed? Cholecystectomy. Which firing of the device did this event occur on? The event occurred in the 4th firing. First the surgeon clamps the cystic and has the sensation that the clips are moving on it. What vessel or structure was the device fired on at the time of the event? The device clamps the cystic and apparently the artery however when it is cut bleeding. How was case completed? The case was completed when the surgeon use the el5ml. Is device being returned for analysis? Yes, the clip applier er320, samples of clips from er320 and from el5ml. You can perfectly see the difference between them. The analysis result showed that the er320 instrument was received empty and with the jaws were found to be in a yielded condition making the device non-functional. A bag with four malformed clips was returned along with the instrument. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No functional test could be performed due to the returned condition of the device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.